Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a low blood glucose (bg) level; bg value not provided. No additional patient or event information was provided. Although requested, the customer declined to provide any additional information.